Manufacturer narrative:
D9: date returned to mfg 2/14/2024. One device was returned for evaluation. Visual inspection revealed the rear housing cracked on the top right corner and the ac connector, dose connector, downstream sensor, and upstream sensor seal were contaminated. The event history log confirmed error 1816 occurred. Functional testing was able to replicate the reported issue; error 1816 was found after starting. The most probable root cause was determined to be a defective motor. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that following pump and cassette change, the infusion was started and the device then exhibited an alarm for error 1816. The cassette was switched to another pump to resume infusion. It was stated that the error code indicated a motor error and the pump needed to be replaced. No adverse patient effects were reported by the customer. The outcome was resolved. The device delivered remodulin 5mg/ml on continuous infusion.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.